Event description:
Pt was recieving stimulation on lumbar area at hosp physical therapy clinic. Aa alkaline batteries "popped" and pt felt shock. Pt believes she may have "blacked out" temporarily. Pt was taken to emergency room, rec'd some pain medication and sent home.